Event description:
Revision surgery - the patient broke the post on the insert. Please see previous (B)(4) as it was replaced in 2010.

Manufacturer narrative:
Corrected data: it was not reported in the initial report that this was a second revision. Manufacturer narrative: the reason for this second revision surgery was the patient broke the post on the insert. The length of in vivo service was almost 5 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 6 prior complaints reported against this part; summary of investigations: 1 pain, 3 device cracked/broke, 2 wear/excessive wear. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.